Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lavh/bso, cystoscopy, urethral dilation due to menomerorrhagia, multiple uterine fibroids, uterine prolapse, cystocele, sui. No additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 10/11/2016.

Manufacturer narrative:
Date sent to FDA: 7/20/2017 additional information: details: it was reported that following insertion the patient experienced urinary/bowel problems, recurrence, vaginal scarring.